Event description:
Three days after hernia repair surgery using wire mesh and titanium screws, a small lump appeared on rptr's abdomen. It was painful and gradually became larger. By the end of march a second lump appeared beside the first one. Operating surgeon was not concerned about the lump. A consulting surgeon did abdominal x-rays and discovered 13 screws. 4 were explanted as they had become imbedded in rptr's abdominal wall. The surgeon kept 2 screws and the pt has 2. Rptr discussed problem with the co sales rep who told her that the screws were only intended to hold the mesh in place for three days while it integrated. The rep strongly encouraged the pt to have the screws explanted as the co was concerned about infection, 9 of 13 screws remain implanted.